Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the cs300 iabp and was unable to reproduce the reported issue. Checked pressure gain adjustment, found adjustment within specifications, adjusted gain to exactly 1.5v and 150mmhg on screen, suspect issue was with catheter placement or catheter restriction. To resolve the issue, the stm replaced the safety disk due to hours of use. All functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The full name of the event site name is "(B)(6) medical center".

Event description:
It was reported that during use on a patient, the pressure readings on the cs300 intra-aortic balloon pump (iabp) did not match. No patient harm, serious injury or adverse event was reported.